Manufacturer narrative:
Updated to reflect the information received on 2020-jan-14. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2020-jan-14. It was reported that the pump was removed on (B)(6) 2020 because the pump was not delivering the drug properly. The patient stated that the pump was filled to have enough drug for 2 months, but half-way through "the cycle" the pump stopped delivering drug. It was again noted that the issue began in (B)(6) 2019. The patient was unsure if the catheter was also removed on (B)(6) 2020. The patient also made inquiries on ptms and recalls. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid (unknown concentration 1mg/day) via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that within the first 30 days of having the drug put into the pump she has not felt anything and "it stalls". Clarification was requested regarding the starting in (B)(6) 2019 she could tell something was wrong because she would go through withdrawals and be irritated due to pain. It was reported that the pump was setup to be replaced in january. No further complications have been reported as a result of this event.